Event description:
At approximately 10:00 am on the day of the event the device was programmed to deliver an infusion of blood. Reportedly, only a quarter of the volume to be delivered was infused. The patient was in critical condition.